Manufacturer narrative:
Insulin pump passed the displacement test, sleep current measurement and active current measurement. All currents within spec range. However, confirmed power error alarm due to non-sleep anomaly software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 8.9 mmol/l. The insulin pump will be returned for analysis.